Event description:
The midnight rn found IV vamp leaking at a manufactured connection site--not where we connect to additional tubing. The rn took a picture and saved vamp. No harm came to the patient as a result of this leak. The product information was not recorded by staff, however, the tubing itself was saved and will be returned to the manufacturer for identification and failure analysis. Manufacturer response for tubing, IV, sampling, vamp adult sampling kit (per site reporter). The device will be returned for failure analysis and identification. Any further correspondence will be shared.